Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device with using 7fr sheath after percutaneous coronary interventional procedure in cto(chronic total occlusion) in the mid right coronary artery. Reportedly, cuff miss [suture retrieval issue] occurred. A new prostyle was used instead and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. After the procedure, physician mentioned that the angle of the device was too shallow, thus they would be more careful in the future. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.